Manufacturer narrative:
The reported failure of pressure sensor mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator service required alarm occur while in use with a patient. The patient received a replacement device. No harm or injury reported. On device evaluation, the reported ventilator service required alarm was not duplicated during operational testing. Review of the device error log revealed record of error code e-384 indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. After conducting an internal inspection, contamination was confirmed in the air supply pathway. The system printed circuit board assembly (pca), blower assembly, machine flow sensor, 3-way solenoid valve, proportional valve (active exhalation control module) was replaced to address the issue. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: the silver frame around the sound silence button was missing. Therefore, the vanity cover was replaced. Damage to the internal battery door required replacement of the door. Software version was upgraded from 1.06.10.00 to 1.06.15.00.